Event description:
During review of vns programming history for a patient, it was noted a faulted systems diagnostics test occurred on (B)(6) 2006 which caused the settings to change to unintended settings. A final interrogation was not performed to verify settings. The settings were later corrected on (B)(6) 2006.

Manufacturer narrative:
Analysis of programming history.